Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that a communication failure was displayed on the real intelligence cori early on the day and before this procedure. As a result this surgery was postpone to a future date and the patient hospitalization was extended. The current health status of the patient is unknown.

Manufacturer narrative:
Section h3, h6: the real intelligence cori part number rob10024 serial number (B)(6), used in treatment, was returned for evaluation. Nothing was identified visually or functionally that contributed to the reported problem. The case/log files were taken from the master complaint and reviewed. Case ID: (B)(4) used drill (B)(6), and it was confirmed that the reported ¿communication failure¿ error message was triggered due to an ¿exposure_motor_indexing_failure.¿ the drill and drill attachment were returned and it was determined that the drill attachment caused an obstruction, preventing the bur from being inserted and the system displaying a ¿communication failure¿ error message. Drill (B)(6) (used in case ID: (B)(4) and case ID: (B)(4)) also confirmed the reported ¿communication failure¿ error message that was triggered due to an ¿exposure_motor_indexing_failure¿ in both cases it was used in. The drill was returned on a different field report ((B)(4)), where after functional and engineering evaluations, it was found that the exposure motor was likely experiencing intermittent exposure motor issues, resulting in the reported ¿communication failure¿ error messages. The clinical/medical evaluation concluded that per complaint details, the device did not perform as intended during testing and went unresolved with troubleshooting; therefore, the surgery (which was scheduled for later in the day) was postponed to a future date and the patient hospitalization was extended. The current health status of the patient is unknown. No injury was reported as the issue was noted during testing without patient involvement. It was communicated that no further information is available at this time. Patient impact beyond the reported extended hospitalization secondary to procedure postponement would not be anticipated, as the testing was performed prior to patient use and no patient involvement and/or injury was reported. No further medical assessment is warranted at this time.¿ in the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. E1: name and address and h6: health effect - impact code.